Event description:
It was reported that on (B)(6) 2013, the procedure was to treat the obtuse marginal artery. A 2.25 x 23 mm mini vision was successfully implanted. Post dilatation was performed with a 2.5 x 12 mm nc trek inflated to 14 atmospheres. The patient was on aspirin, integrilin, and heparin during the procedure. On (B)(6) 2013, the patient presented with chest pain. Angiography confirmed thrombosis in the obtuse marginal which was removed by aspiration and an additional bare metal stent was implanted. The patient was given plavix post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no indication of any product deficiencies and the product was not returned. The reported patient effect of thrombosis is listed as an adverse event in the vision instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. Based on the analysis of all the information gathered during the investigation, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.